Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error. The device was not exposed to a magnetic field. Customer is able to complete the rewind sequence. The drive support cap appears normal. Motor error alarm has occurred more than once in the last 30 days. The alarm history showed motion sensor error alarm and motor position encoder error alarm. Blood glucose value was 3.7 mmol/l; customer had some glucose tablets. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. It was unable to perform occlusion and the excessive no delivery tests due to motor error alarm. No motion sensor error alarm noted during testing. It was unable to verify the motor position encoder error alarm due to over written history file. Device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.